Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: the nurse could not confirm if the peritonitis was related to breach of aseptic technique. Nausea was most likely due to significant doses of dilaudid for abdominal discomfort secondary to peritonitis. It is not clear what caused the peritonitis as this was not documented in the discharge summary. It cannot be concluded if the event was related to fmc products based on this particular medical review. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatments was performed and completed without any failures or problems. Value actuation test passed. System air leak test passed. Pt sensor calibration check passed. An internal inspection of the cycler found visual evidence of dried fluid on the bottom cover between the pump assembly and touch screen. The cause of the observed dried fluid could not be determined. Passed mushroom head check.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported incident a pt was admitted to hospital with peritonitis on (B)(6) 2015. Medical records show that the pt was admitted to the hospital on (B)(6) 2015 with abdominal pain, cloudy pd fluid, dizziness and nausea. The pt was treated with ancef and cefipime intraperitoneally and then cefipime and zosyn. All antibiotics were discontinued and ciprofloxin was recommended for 21 days at the time of discharge. She was discharged (B)(6) 2015 after the removal of pd catheter and transition to hemodialysis.